Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-nov-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain in between my periods'), pelvic abscess ('pelvis/adnexal abscess') and oophoritis ('infection in one of my ovaries') in an adult female patient who had essure (batch no. C40063,c40062) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included myalgia, hyperlipidemia, abdominal pain and left lower quadrant pain. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)") and oophoritis (seriousness criterion medically significant) and was found to have weight increased ("weight gain") and blood heavy metal increased ("high level of nickel"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy including removal of essure coils in situ). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, tooth disorder and dysmenorrhoea had resolved and the pelvic abscess, weight increased, blood heavy metal increased and oophoritis outcome was unknown. The reporter considered blood heavy metal increased, dysmenorrhoea, menorrhagia, oophoritis, pelvic abscess, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Lot number: c40063 manufacture date:2014-04 expiration date: 2017-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2021: pfs received. Reporters information added. Event :dental problems, dysmenorrhea (cramping), weight gain, high level of nickel , infection in one of my ovaries were added. Lot no. Were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pelvic abscess ('pelvis/adnexal abscess') in an adult female patient who had essure (batch no. C40063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included myalgia, hyperlipidemia, abdominal pain and left lower quadrant pain. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy including removal of essure coils in situ). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the pelvic abscess outcome was unknown. The reporter considered menorrhagia, pelvic abscess, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-dec-2020: plaintiff fact sheet and medical records received. Lot number added. Event medical device removal updated to pelvic pain. Events added from pfs- abnormal bleeding (vaginal, menorrhagia). And [pelvic abscess event added.reporter information, aka name, medical history, lab data were added. Date of insertion and date of removal were added. Date of birth were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pelvic abscess ('pelvis/adnexal abscess') in an adult female patient who had essure (batch no. C40063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included myalgia, hyperlipidemia, abdominal pain and left lower quadrant pain. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy including removal of essure coils in situ). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the pelvic abscess outcome was unknown. The reporter considered menorrhagia, pelvic abscess, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Lot number: c40063 manufacture date:2014-04 expiration date: 2017-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jan-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain in between my periods'), pelvic abscess ('pelvis/adnexal abscess') and oophoritis ('infection in one of my ovaries') in an adult female patient who had essure (batch no. C40063,c40062) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included myalgia, hyperlipidemia, abdominal pain and left lower quadrant pain. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)") and oophoritis (seriousness criterion medically significant) and was found to have weight increased ("weight gain") and blood heavy metal increased ("high level of nickel"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy including removal of essure coils in situ). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, tooth disorder and dysmenorrhoea had resolved and the pelvic abscess, weight increased, blood heavy metal increased and oophoritis outcome was unknown. The reporter considered blood heavy metal increased, dysmenorrhoea, menorrhagia, oophoritis, pelvic abscess, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Lot number: c40062, production date 2014-04-01, expiration date 2017-04-30. Lot number: c40063, manufacturing date: 2014/04, expiration date: 2017/04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2021: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.